Event description:
Has had hearing loss for a while. Pt went to see an ear specialist who recommended a hearing aid which pt started using in 2002. Since then the hearing aid has been of no benefit because it is noisy and produces a loud sound and had to be adjusted monthly and when toned down pt hears nothing at all. The batteries are changed weekly. Pt has headache when pt uses it and prefers to remove it when conversing.